Event description:
The customer contact reported a disconnection. The tubing set was being used for an epidural delivery of an unspecified medication. At an unspecified time, the tubing disconnected at an unspecified location. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Info was requested from the customer contact regarding the location of the disconnection, when and how the disconnection was noted and if the tubing set was replaced or reconnected; however, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).